Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image abnormality with horizontal stripes; issue persists after white balance and image stripes appear, the target in the image is not clear. The issue was discovered during setup and there was no patient injury reported.